Event description:
The rptr did meter to hcp meter comparison tests, within 10 minutes. Rptr's meter reading was 30 mg/dl, and the hcp meter (type unknown) was 134 mg/dl. Rptr did not have any symptoms. A control solution test was not done due to unavailability of supplies. The rptr had never cleaned their meter. No harm was alleged. Followup attempts to contact the rptr to confirm the reported tests, and to get additional info have not been successful.